Event description:
It was reported "after the catheter inserted, the pump alarmed balloon high-pressure and helium loss. The balloon was found that cannot inflate completely after remove the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the balloon was found that cannot inflate completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the pump alarmed balloon high-pressure and helium loss. The balloon was found that cannot inflate completely after remove the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".